Manufacturer narrative:
Additional information: b3 and b5. B3: the event occurred on an unreported date in mar 2023. B5: upon follow-up, it was reported that pd therapy was discontinued (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized or treated for this event. At the time of the report, the patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.